Manufacturer narrative:
The customer declined service and stated they would use a third party company for maintenance. Device evaluation data is not available.

Event description:
It was reported to philips that the device boots into a black screen. There is no patient involvement.